Event description:
The patient reported that she was recently diagnosed with ovarian cancer and had a "lengthy" hospital stay for treatment for the cancer. She reported that whle in the hospital, her blood glucose values were out of control. She stated that her blood glucose values were anywhere between 300-600 mg/dl. She reported that her physician examined the infusion device and concluded that it was not delivering her basal rates which caused her blood glucose values to elevate. The pt reported that she went off infusion therapy and returned to injection therapy which has helped reduce her blood glucose values to normal. Her normal range is 110-136 mg/dl. She stated that she experienced blurred vision, malaise, fatigue and grogginess. The pt did not want to return to using this infusion device and has purchased a different infusion device. The pt will return the product for eval.